Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has become increasingly difficult to press. Reportedly the customer has to press the button multiple times for the pump to respond. Customer's blood glucose level was not impacted. Reportedly, customer will continue to use the pump for insulin therapy.